Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced low blood glucose while driving, received a cgm low alarm, and on arriving home consumed apple juice with subsequent return to range; the user did not perform a confirmatory fingerstick and reported no precipitating missed meals or exercise. Symptoms included sweating, shakiness, and trouble concentrating. Outcomes included self-treatment with oral carbohydrate and no medical intervention or assistance. Investigation included troubleshooting and education with plans for additional training, and review of available device alerts. Investigation of this case revealed that the cause of the hypoglycemia was unclear and no device malfunction was identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.